Event description:
A nurse observed a pt coughing, and the tracheostomy tube inner cannula was protruding slightly. When the nurse attempted to reposition the inner cannula, they obseved the hub assembly had become disconnected from the outer cannula. A physician was summoned, and a different sized tracheostomy tube was placed due to difficult placing the original size. There was no report of any pt harm.